Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventilator's display was black. Although requested, patient involvement information was not provided by the customer. The technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer stated that the battery was replaced, the device ran for 48 hours and was returned to service. Medtronic was not authorized to service the ventilator.